Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the event occurred from mechanical stress such as friction and chemical attack by using unrecommended chemical solutions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Watertightness was not maintained due to holes in the forceps channel due to external factors. There were wrinkles in the insertion part due to external factors. The curved tube was crushed due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly due to the collapse of the forceps channel due to an external factor. The brush could not be inserted smoothly due to the collapse of the forceps channel due to external factors. The insertion part coating was crushed due to an external factor. There were scratches on the operation part, switch box, grip, angle lever, up/down plate, and universal cord due to external factors. The universal cord was crushed due to an external factor. The universal cord was difficult to remove due to handling (insufficient cleaning). There was corrosion of the electrical connector contacts due to handling. The scope connector may be scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera bronchovideoscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.